Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned a total of 6 pen needles, all returned with attached teardrop labels identifying them as 4mm, 32 gauge pen needles from lot 0238851. The pen needles were visually inspected prior to testing. All of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that 8 pen ndl 32g 4mm hp were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that pen needles were found to clog during injection. Date of event : (B)(6) 2021 and also date of event : unknown.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 pen ndl 32g 4mm hp were unable to deliver insulin or medication. The following information was provided by the initial reporter: ¿ the consumer reported that pen needles were found to clog during injection. Date of event : (B)(6) 2021 and also. Date of event : unknown.